Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient(pt) letter returned. When asked what day their device was explanted the patient appears to write "(B)(6) 2024". Pt was asked about the cause of their therapy not working and pain and responded "it was not working they removed it and was not working". When asked about what actions/interventions were taken the pt writes "they put in a good one". When asked if the issue had been resolved patient writes, "yes, they put in [illegible] one. Working good now."

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller says the therapy hasn't worked for years, and is going to have ins taken out "because its bothering them to sleep on their back because its implanted in their back on the right side and it hurts them". They don't know what year this started. They said they are working with a hcp who is trying to find someone to take ins out. Verbally read hcp names from listings to the caller. The patient was redirected to their healthcare provider to further address the issue. [See general text info for details on omitted information.].

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.